Event description:
A technician reported that suction was lost at 21 percent and meniscus was coming into the treatment area during the procedure. The procedure was completed by exchanging the patient interface (pi). No patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).